Event description:
Event description cpi received information that this patient with this endotak transvenous defibrillation lead and an implantable cardioverter defibrillator (ICD) was experiencing oversensing and inappropriate shocks. On an x-ray a lead dislocation was noted. The lead was replaced with a new endotak of the same model.